Event description:
The customer reported the system ios were very slow to boot and will not allow a print from the foot pedal (sounds the dumb beep. Also they cannot save images.

Manufacturer narrative:
The ge service rep order a hard drive for replacement. He was unable to access the software load the floppy or russ, system still very slow to boot. He ordered a new cpu for replacement. System now fails to boot with aa on system interface immediate upon initialization. The rep order a video controller for replacement. He removed and replace video the controller, floppy drive, harddrive and load new software. System still unable to complete full boot. He removed and replaced the universal node and cpu and display adapter. Flashed the nodes and re-loaded software. He downloaded the russ files to system. He re-booted the system normally. The system performs as intended.